Event description:
It was reported that there was a pocket infection ¿shortly¿ after implant. Symptoms included redness, swelling, drainage, and pain. It was noted that perioperative antibiotics were administered. A culture of the device pocket showed staphylococcus aureus. As a result, the patient received antibiotics (intra venous and oral), and the device was explanted in october 2014. The infection reportedly resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0lcyd, implanted: (B)(6) 2014, product type: lead. (B)(4).